Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level had been 450mg/dl. The customer states they had kinked sets. The customer declined to troubleshoot the pump and believes the issues lie with the sets. No further assistance provided at this time.